Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 05-april-2023, additional analysis was performed on the universal surgical manipulator (usm) by the failure analysis team and the following information was provided: the unit passed the remaining functional tests after initial repair. Additional information related to the reported problem: during the initial repair, the repair tech found that the bearings in the top and bottom housing had broken loose and become crooked. The crooked bearings would prevent the carriage from moving along the shaft, and also explains why the brake would not release. On the other hand, the crooked bearings would not cause the 32100 error, as the 32100 error is an electrical fault. This indicated that the insertion brake still played some role in the reported problem. As a fix, the insertion top and bottom housing and the insertion top and bottom housing bearings will be replaced. The unit was retested and passed all required tests.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, a customer called intuitive surgical, inc. (Isi) technical support engineer (tse) to report that arm 2 was not working. Error message 23003 was displayed. Prior to calling, they removed the camera. Since the error was reported on axis 4 of the universal surgical manipulator (usm), the tse advised customer to remove the sterile adapter (drape still installed) and to reboot the system including turning the circuit breaker from the patient side cart (psc) off and exercising the emergency power off (epo) button. After the system reboot, the error persisted. The tse informed customer that this error was most likely caused by the encoder from the affected roll axis of the usm. The tse was able to speak with the surgeon directly and instructed how to use the system with three arms for the scheduled procedure. The error 23003 that was caused by the camera could be excluded since the camera (0° endoscope) was working like intended on usm1. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the surgeon to confirm that the system was checked before the procedure with no errors or issues. The surgery was completed with 3 arms and was delayed 90 - 120 minutes.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found and the reported "23003 error on the insertion axis " was confirmed/replicated. The unit was placed on the in-house system, and it failed normal mode. During the normal mode test, the unit triggered an "arm not free to move" message and the carriage would not move along the insertion axis. An extreme amount of resistance was felt when the carriage was moved manually. After moving the carriage quickly, the system triggered a 32100 pointing to the axes controller motor (acm) the acm printed circuit assembly (pca) was swapped with a test pca. The carriage would still not move on normal mode. The insertion brake was powered, and it did not release. This indicates that the insertion brake is the cause of the reported problem. As a fix, the insertion brake will be replaced. Note: the entire spar assembly will be replaced to accommodate the repair. Note: the arm will be returned to fa to complete the remaining functional tests. The complaint regarding arm 2 not working was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.